Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. There was no impact to the customer¿s blood glucose. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.